Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the insulin gauge displayed 105 units, and then decreased to 20 units. To resolve the issue, the customer loaded a new cartridge. Review of the pump data by tandem technical support showed that the insulin gauge values were consistent based on the insulin usage. The customer acknowledged the information and confirmed that the fill estimate issue had been resolved. There was no impact to the customer's blood glucose level.